Event description:
It was reported that the user experienced hypoglycemia after announcing a lunch consisting of ramen noodles and crackers as a smaller-than-usual meal, despite typically adapting lunch to 12.5 units; the user subsequently treated the low with a peanut butter and jelly sandwich, and the medical device problem and device component were characterized as insufficient information. Symptoms included hypoglycemia with associated hot flashes/flushes and confusion/disorientation. Outcomes included an unexpected medical intervention in the form of oral glucose and were categorized as a minor illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and both the medical device problem characterization and device component characterization remained insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.